Event description:
It was reported that during a venous ablation of a lesion located below the popliteal, "the tip of the wire broke off inside the patient. The tip was removed with a snare with no patient complications. The case was completed at this point." Patient condition is reported as "ok."